Manufacturer narrative:
The freestyle librelink app complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported an error message was observed. Attempted to replicate the user¿s complaint using similar configuration (samsung galaxy s9 (android 10, 2.10.1.10406) and iphone 11 pro (ios 16.6, 2.10.2.7677) and was unable to reproduce the complaint and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an unknown phone with unknown operating system version. A customer received a "sensor error" message and therefore was unable to obtain readings. As a result, customer experienced hypoglycemia and unspecified treatment was provided by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an unknown phone with unknown operating system version. A customer received a "sensor error" message and therefore was unable to obtain readings. As a result, customer experienced hypoglycemia and unspecified treatment was provided by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. This issue is therefore not confirmed.

Event description:
An error message was reported with the adc device in use with an unknown phone with unknown operating system version. A customer received a "sensor error" message and therefore was unable to obtain readings. As a result, customer experienced hypoglycemia and unspecified treatment was provided by a third-party. There was no report of death or permanent impairment associated with this event.